Manufacturer narrative:
The laser equipment was examined and tested at the customer location by a johnson & johnson (j&j) field service specialist (fss). The fss found no issues related to the dlk reported. Prior to any servicing, the fss verified energy readings, all within specification. The fss performed a field service checklist. The fss performed a cut and measured gel, within specification. The fss inspected inside surfaces and optical surfaces for any abnormal amount of dust/debris, nothing abnormal observed. Inspected filter on right side for any abnormal debris, none observed. No changes were made to any system parameters during the course of the system check. The system was verified for all modes of operations. The system met j&j specifications. A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) trace to stage 1 in the left eye(os) at the 3-day post op exam. The patient commented on doing well. Topical steroid dosage was increased to resolve symptoms. Bcva from (B)(6) 2018: right eye pre-op 20/20 1.25 x -1.25 x 67; left eye pre-op 20/20 1.25 x -2.00 x 170. In follow-up it was learned that the lead technician had mentioned that the humidifier alarm had gone off the day before the surgeries and there was residue in the air conditioning ducts.